Manufacturer narrative:
Evaluation summary: the drill was returned for evaluation; fracture occurred approximately 1.87" from the tip of the drill. The corresponding surgical technique does not state to pre-drill the external rotation holes prior to pin insertion; pin insertion should be by impaction only. The dimensional difference between the normal outer diameter of the drill and the nominal inner diameter of the external rotation hole is 0.002". Misalignment of the drill within the hole at a depth of approximately 1.87" may contribute to high stresses within the drill, which can lead to fracture. However, without additional information, the exact cause of the drill fracture cannot be conclusively determined at this time. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the bone screw drill snapped into two pieces during use.